Event description:
Reportedly, during an a & p colporrhaphy, enterocele repair and vaginal vault suspension procedure, the suture needle broke in half. The portion of the needle that broke was in the vaginal muscle. The surgeons attempted to retrieve the half needle, but decided the needle could not be retrieved. Pt status is okay.